Event description:
Cmc saddle was removed for reasons unknown.

Manufacturer narrative:
Multiple attempts have been made to obtain event details and lot number information of the device involved. No response has been received from contact attempts. Supplemental report will be filed when additional information is received.